Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. As noted in bd's instructions for use (IFU), bd vacutainer® barricor¿ lithium heparin plasma blood collection tubes (bd barricor¿ tubes) are used to collect, separate, process, transport, and store venous blood samples for use in chemistry determinations, therapeutic drug monitoring, and zinc testing in plasma for in vitro diagnostic use. This is considered off use as it is intended for blood collection. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that poor separator movement occurred with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, "complaint raised by me (product complaints representative). I used to work in polish laboratory for 5 years before joining bd. I have a lot of university friends who still work in labs. One of my friend posted about barricor tube asking what is this ball inside (mechanical separator). I reached out to him to explain, however 1) I think something is wrong, as after drawing but before centrifugation separator should be still in the upper part of the tube, not middle like on the pictures. 2) while asking my friend more info, I found out they are outsourcing lab for the hospital, from different city, and in the tube there's actually not blood but bone marrow (which I believe is out of label use). Please advise if this should be canceled?"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separator movement occurred with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, "complaint raised by me (product complaints representative). I used to work in polish laboratory for 5 years before joining bd. I have a lot of university friends who still work in labs. One of my friend posted about barricor tube asking what is this ball inside (mechanical separator). I reached out to him to explain, however 1) I think something is wrong, as after drawing but before centrifugation separator should be still in the upper part of the tube, not middle like on the pictures. 2) while asking my friend more info, I found out they are outsourcing lab for the hospital, from different city, and in the tube there's actually not blood but bone marrow (which I believe is out of label use). Please advise if this should be canceled?"